Event description:
Pump reported to be set at 11 ml/hr with 140 mls of chemothreapy solution. Approx two hrs later, the bag was found empty. The pump was reported to have indicated that 24 mls had infused. No pt injury resulted.